Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and hospitalized due to hyperglycemia on (B)(6) 2020. The customer¿s blood glucose level was 403 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip. Customer¿s blood glucose level went down to 45 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown that auto mode feature was active or not at the time of event. Customer stated that they performed displacement test and self test. Insulin pump passed both tests. The device will not be returned for analysis.